Event description:
Patient revised due to a tibial cut being varus.

Manufacturer narrative:
No product is being returned. This complaint appears to be related to the surgical technique used in the primary implant surgery, and is not device-related. This is the final report.